Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 448 mg/dl at the time of the incident and treated with bolus. Customer reported that they can't take insulin. Customer stated that his healthcare provider messed with his insulin pump yesterday and now he can't get where he needs to take insulin. Caller stated that his insulin pump holster clip is broken. Customer stated that blood glucose high due to off the pump and could not get bolus to deliver. The pump will not be returned for analysis.